Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs provided are poor quality. The insert component appears to be recently explanted. There appears to be yellowing of the poly. It is not possible to determine if there is visible wear evident from the photographs provided. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event regarding insert wear was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information including device evaluation, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's knee was revised after patient complaint of pain and clicking. Intra-operatively, the poly part of the patellar component was found to have a portion broken off and all of the poly disassociated from the metal part of the patellar component. The 2x11 cr insert was also revised after wear was noted. The patient was revised to an all poly patellar component and a new insert of the same catalog number. Rep provided an intra-op picture and explant pictures and confirmed that no further information will be released by the hospital or surgeon.